Event description:
Clinician reported that tubing was collapsing when on a baxter pump. Reported condition noted by pt's family member during an infusion of saline and an unk antibiotic. There was no pt injury or medical intervention required as a result of reported condition. Clinician further stated that after closer inspection of the tubing it was noted that the tubing segment between the drip chamber and the injection site appears to be slightly smaller than the remaining portion of the tubing. Clinician further stated that the slide clamp leaves indentation marks on the tubing. There was no pt injury or medical intervention required as a result of reported condition.